Event description:
The subject was enrolled in the post market (B)(6) study. Subject had all components revised for deep joint infection. Subject previously has the tibial insert revised. Right knee.

Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 2; cat# 5521-b-200; lot# hjmba. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m8a25k. Triathlon femoral distal augment 5mm - size 2 right; cat# 5540-a-202; lot# huwj. Unknown stryker tibial insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The subject was enrolled in the post market (B)(4) study. Subject had all components revised for deep joint infection. Subject previously has the tibial insert revised. Right knee.